Manufacturer narrative:
In response to FDA report number: mw5099683.

Event description:
Patient reported left side "implants leaking in the capsule". The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "implants leaking in the capsule". The device has been explanted.